Event description:
We tested 6 units new 1.7 mm renalcryo cryoprobe before sold to customer on july 10th, all of them are shaft frosting and freezed.

Manufacturer narrative:
Device not returned for evaluation. Device history record review did not reveal any issues.